Manufacturer narrative:
The jm105 jaundice meter s/n (B)(4) & base assembly s/n (B)(4) were received in good physical condition. The meter was tested on the base checker & the long optical path read -1.5, the short optical path read -0.9 & the delta value read -0.6. Meter performed as intended.

Event description:
The meter jm-105 showed flashing -0- which was interpreted by the user as a bilirubin value of 0. The patient was sent home without a follow-up serum blood test for bilirubin & returned to the hospital after 2 days with a bilirubin value of over 600 mmol